Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that the wheel on the walker is broke, she is calling for the patient.